Event description:
It was reported that bd nexiva diffusics 22g x 1 catheter tip integrity it was reported by customer that they had difficulty with insertion, unable to flush, no blood aspirated, and stated large clot on catheter tip. New nexiva diffusics inserted (hospital nurse training another nurse on new product), had difficulty with insertion, unable to flush, no blood aspirated, removed IV and stated large clot on catheter tip.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of needle penetration difficult / painful, needle clogged / blocked and catheter tip integrity were not confirmed upon inspection of the photo. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.